Event description:
It was reported that the patient was scheduled to receive a competitor sub-q hv array, due to a vt/vf event and because the first shock did not rescue the patient and the patient was rescued by an external defibrillator. The patient was tested in cath lab and dft test was not successful. On (B)(6) 2017, the device was electively removed since the pocket is open for the array placement. No evidence of lithium deposit problem. It is believed that the failed hv shock was due to patient factors.